Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter bent and the guidewire unraveled. Both the catheter and guidewire were removed. No patient injury reported. There was a delay of treatment without harm to the patient. The guidewire issue is reported in MDR report# 3006425876-2022-00708.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter, one guide wire, and product lidstock for analysis. The guidewire was returned advanced within the catheter. Signs of use were observed within the catheter. Visual analysis revealed that the catheter body contained three major kinks. No other defects or anomalies were identified. The kinks in the catheter body were located 51mm, 130mm, and 166mm from the distal tip. The catheter body total length measured 267mm which is within the specification limits of 257-277mm per catheter product drawing. The catheter was functionally tested per the instructions-for-use (IFU.) Per the IFU, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." All extension lines were flushed using a 5cc syringe. They all flushed as intended. A lab inventory guide wire was also passed through the catheter , and the guide wire passed through the undamaged portions of the catheter with minimal resistance. A manual tug test confirmed that all three extension lines were secure to their respective hubs. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit instruct the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual inspection of the returned catheter revealed three kinks along the catheter body. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the available information and the customer report, it is likely that this kink was caused due to undue force of the catheter during placement or positioning. Therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter bent and the guidewire unraveled. Both the catheter and guidewire were removed. No patient injury reported. There was a delay of treament without harm to the patient. The guidewire issue is reported in MDR report# 3006425876-2022-00708.